Event description:
It was reported that the patient presented for an unrelated surgical procedure. It was noted that the device went to backup operation due to electrocautery use. The device was reprogrammed to resolve the issue. The patient was stable.